Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to noise. This patient also experienced shortness of breath (sob). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this pacemaker was performed and showed that the allegation was not confirmed. The device was interrogated with no noise noted on the electrogram (egm). The device passed electrical testing.